Manufacturer narrative:
(B)(4). Batch # p5911c. Reloads - gst60w (batch: p55m75) x1; gst60b (batch#: p5821y) x2. The device history records were reviewed and the manufacturing criteria were met prior to the release of the batches. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: just to clarify, did the knife return automatically after the device fired half way? No information. Or was the knife reverse switch used after the device partially fired? No information. No further information will be provided.

Event description:
It was reported that during a laparoscopic gastrectomy, only a half of the target tissue was cut and stapled at the first firing with gst60w, and the deployed staples at the middle of the cartridge were unformed. The knife moved forward half the way and returned to home position. The device was used on the duodenum. Then, two gst60b were used with the same device, but the same event continued. Another 2nd device loading another 4th cartridge was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p5911c. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with three cartridges reloads present; one gst60w and two gst60b. The cartridges reloads were received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and not complete firing sequence. The staple line and cut line were not complete. The device was disassembled to verify the condition of the internal components and was noted a metal flash in the drive bar making contact with the return switch at 2/3 of the proximal end causing the return of the firing mechanism before to complete the final distance of the firing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.